Event description:
It was reported that the pump battery would not charge, and attempts to resolve this by using different wall outlets, adapters, and cables were unsuccessful as the charging connection remained unstable. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed by technical support to store the faulty pump and return it with a pre-paid label, while they arranged to replace it and advised the customer to use an alternate method, mdi, to ensure continuous insulin delivery.